Event description:
A us distributor reported that a battery pack has bent pins identified after patient fitting.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (bent pins) has been confirmed. As received, the battery connector pin 1 was bent, causing the battery to not fit into the charger. The root cause for the damage to the connector could not be determined. There was no adverse event that resulted from the damaged battery.